Event description:
The distributor alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. This was identified during an initial inspection of received product. The device was not sent to a user facility. No patient contact.

Manufacturer narrative:
The suspect device was returned for investigation. The device was examined visually and microscopically. Bubble testing per stp0171 confirmed a breach in the package. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified..